Event description:
Patient underwent a gastroduodeno pancreatectomy in 2003. Post operative, it was noted that the reservoir was torn. Patient was taken back to the operating room for evacuation of accumulated fluid.